Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to a fault cable. In addition the following observations were made: video connector contact corrosion and side cracks, flooding of the video connector and white scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head exhibited an image-related issue due to a noise-generation image abnormality. The issue was found during a therapeutic bladder tumor removal (turbt) procedure. It was reported that when the product was being replaced, there was a delay of about three minutes; however, the procedure was successfully completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the faulty cable was due to the effect of flooding from the video connector. However, the specific root cause of the could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.